Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the cartridge. First we investigate the broken off front part. Here we found jammed clips. Additionally we made a visual inspection of the fracture surface. Next we investigated the rear part of the cartridge. We found a broken off ending. Furthermore, we made a visual inspection of the front part of the cartridge. Here we found a deformed metal sheet. Batch history review: the device quality and manufacturing history records have been checked for the lot number, and found to be according to the specification, valid at the time of production. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect, production or design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of the rupture. We assume an assembly error and there is the possibility that the slider sheet was deformed by a breakage of the cartridge. For the jammed clip there is the possibility of a too quick application. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During an operation ((B)(6) 2017), the breakage of the magazine was found. The breakage point is that the teeth of the magazine which is fixed with the challenger clip applier. During an operation, the fragment had not been found. Therefore, according to the customer, there is a possibility that the fragment is inside of the patient's body. After the operation, the customer was checked by an x-ray.